Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is service required cannot get in clinch. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. With pca burn components. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation, there were multiple errors code found.